Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital with cardiac tamponade approximately 10 days following the implant of this right atrial (ra) lead. The lead was observed to have perforated the right atrium wall of the heart. The fluid was successfully drained and the ra lead was successfully repositioned without further incident. There were no additional adverse effects to the patient.